Event description:
The customer was admitted to the hosp with dka. Bgs were treated with insulin drip. It was stated that the pump has been alarming since the night brfore their admission and the customer has not changed the site yet. Troubleshooting was performed. The pump passed the prime test. The customer indicated that they have only rotated sites in the abdomen and may have built scar tissue in the area.